Event description:
Patient stated she had applied the vgo on (B)(6) 2020 before bed and within 6 hours the vgo came completely off from her abdomen. Patient confirmed she is cleaning the site. Patient discarded the v-go patient.